Event description:
During normal use of the intuitive davinci vessel sealer, the instrument would no longer articulate. Upon inspection of the instrument, it was discovered that one of the cables had broke. Instrument taken out and replaced.